Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was an "error 1871" message. Functional check and visual inspection were conducted. The reported issue was able to be confirmed. The pump was found to be displaying "1871" error code alarm message on power up and when the "prime" key button was pressed. The motor was found to be the cause of the issue since the motor gear locked up and won't rotate. The faulty motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1871 that would not clear and the lens was damaged. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was an "error 1871" message. Functional check and visual inspection were conducted. The reported issue was able to be confirmed. The pump was found to be displaying "1871" error code alarm message on power up and when the "prime" key button was pressed. The motor was found to be the cause of the issue since the motor gear locked up and won't rotate. The faulty motor will be replaced to resolve the issue.